Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized with a diagnosis of diabetic ketoacidosis attributed to an unspecified pod issue. The duration of pod wear and specific blood glucose values at the time of the event were not reported. No information was provided regarding associated symptoms, treatment received, or length of hospitalization. Multiple good-faith attempts to obtain further details were unsuccessful. No additional information is available.